Manufacturer narrative:
The reported event of failure to extend helix was confirmed. Final analysis found that as received, a complete lead was returned with the helix retracted and clogged with blood and tissue upon visual examination. X-ray examination of the helix mechanism were done and there were no anomalies found or distortion of the helix or inner coil that would have contributed to the helix issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead had helix mechanism issue resulting in failure to extend the helix. The ra lead was removed and replaced. The patient was in stable condition.